Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call indicating that patient had excessive no delivery alarm. Customer's blood glucose was 578 mg/dl. The customer was treated with injection. The customer was not able to troubleshoot at time of call due to that patient is not on pump. The customer was advised to do a complete set change as soon as possible. The customer doesn't want to return set and reservoir for analysis. The customer was advised to monitor insulin pump.